Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed the elective replacement indicator (eri). There was a concern that the battery had depleted earlier than expected. No adverse patient effects were reported.

Manufacturer narrative:
The ICD was successfully replaced and will be returned for laboratory analysis. No additional information is available. Once the ICD has been returned and analysis completed, this report will be updated.